Event description:
The facility reported a colleague infusion pump explaining that the "channel b tube mechanism is not working. The clamp is not opening causing a false air in line error." According to the facility, this event occurred during programming/setup in the progressive care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The initial reported condition of "channel b tube mechanism not working causing a false air in line alarm" has been determined to be two separate complaints. This complaint will still address the false air in line alarm which is reportable. However, the condition of "channel b tube mechanism not working" will be addressed in a separate complaint. Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm was confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.